Manufacturer narrative:
The device was received for evaluation. During functional testing, "air in line errors" was unable to be reproduced. A review of the event history log revealed "air in line errors" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of specification ultrasonic sensor readings. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had air in line errors during testing in the biomedical service department. There was no patient involvement. No additional information is available.